Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. Additional information received from the physician/author provided the mean patient weight for the study population. Updated data: a.4 - mean patient weight added additional information received from the physician/author provided device identifier (model/serial) numbers: model(s) - t510c27, t510c29, t510c31, t510c33 serial number(s) -(B)(4) a review of the medtronic global complaint handling database with the provided device identifier serial numbers confirmed these observations have not been previously reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: listewnik m et al. The influence of carbon dioxide field flooding in mitral valve operations with cardiopulmonary bypass on s100ss level in blood plasma in the aging brain. Clin interv aging. 2018 sep 25;13:1837-1845. Doi: 10.2147/cia.s177356. Ecollection 2018. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the influence of carbon dioxide atmosphere field flooding on microembolism-induced brain damage measured by the level of s100ss protein in the blood plasma of patients who underwent mitral valve surgery. All data were collected from a single center between march 2008 and february 2011. The study population included 100 patients (predominantly male; mean age 63 years), 21 of which were implanted with a medtronic hancock ii bioprosthetic valve and 19 were implanted with a medtronic ats mechanical valve (no serial numbers provided). Among all patients, 4 deaths occurred. Based on the available information, medtronic product was not directly associated with the death(s). Among all patients, adverse events included: cerebrovascular incident, post-operative atrial fibrillation, and decreased ejection fraction. Based on the available information, medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.